Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the cgm showed "low" when the patient claims she was normal.at the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.